Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display without the vibratory alarms. The battery compartment was found to have cracked below the grip pad. The keypad cover was damaged and all the buttons responded intermittently. Removal of button cover found contamination under all the button contacts. Pump casing was opened and evidence of moisture damage was found on the vibration motor. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored, the vibratory feature was not operational, the battery compartment was cracked, moisture was found inside the pump, the buttons had tactile issue and contamination was found under the button contacts. This report is made based on the results of investigation completed on (B)(4) 2014.